Event description:
It was reported that approximately two weeks post-placement of a stent graft at the venous anastomosis of an av graft in the right upper arm, the patient presented with pain in the axilla. Upon evaluation, thrombus and an intimal dissection were identified within the center of the stent graft at the venous anastomosis in the basilic vein. A 70-80% stenosis was also identified at the cannulation sites in the av graft. A thrombectomy and balloon angioplasty successfully treated the stenosis and thrombus throughout the av graft, and a stent graft was placed at the venous anastomosis to treat the intimal dissection, resulting in excellent flow. There was no report of injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted: therefore, it is not available for evaluation. The event investigation is currently underway.